Event description:
All three micrusphere coils did not detach. The doctor used coils before and after with the same microcatheter with no issues. Each time; he placed the coil into the aneurysm and tried to detach but was unsuccessful.

Manufacturer narrative:
The dcb, connecting cable, and the echelon 14 microcatheter were not returned. The detachment fiber did not receive heat and melt. The coil was returned undamaged. Three detachment attempts were required to detach the coil. The post detachment resistance fell below the 49.0/59.0 ohms range specification to 42.5 ohms. The detachment fiber had a partial melting. The distal tip of the resistive heating coil is against the inside diameter of the outer sheath. The resheathing tool was advanced over the proximal end of the green introducer. When retracted, damage was found to the distal tip of the skive. This allowed the dpu to protrude outside the sheath. The coil was returned undamaged. Upon receipt; the device positioning unit (dpu) passed electrical testing. The detachment fiber was found not to have received heat and melt as designed. It was further found that the detachment fiber had an incomplete melt during testing. Therefore; the most likely root cause of the initial nondetachment was most likely due to a fractured solder joint inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the detachment control box (dcb) and the connecting cable used in the procedure it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 3 related to (B)(4). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.